Manufacturer narrative:
(B) (4). (B) (4). Jaws. Eval summary - the analysis results of the er320 found that it was received with one indentation on the right jaw that did not allow the proper advancement of the clip into the jaws; however, it could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us.

Event description:
It was reported that prior to an unk procedure, the clip could not be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returning.